Event description:
It was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately eight (8) years. Through follow up with the health care provider, it was learned that the reason for explant was due to pulmonary stenosis and paravalvular leak. Upon review of source documentation, the patient has a diagnosis of tetralogy of fallot with absent pulmonary valve. He underwent repair as an infant and subsequently had a 19-mm pulmonary valve replaced in 2005. He is now noted to have a gradient across the prosthetic valve, as well as a paravalvular leak confirmed on cardiac catheterization. During the procedure, the prior valve was located and explanted. There was "obvious" dehiscence of the valve from the anterior wall. After the valve was explanted, a 27-mm carpentier-edwards magna ease pericardial bioprosthesis was chosen, seated and secured. The patient was weaned off cardiopulmonary bypass and transferred to the pediatric surgical heart unit in stable condition.

Manufacturer narrative:
(B)(4). Device not returned. The carpentier-edwards perimount bioprosthetic valve is not indicated for pulmonary valve replacement; however, perivalvular leak and stenosis are known potential adverse events associated with bioprosthetic valves. The explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause of this event. However, patient age at implant may have played a role. Bioprosthetic valves have been proven to have excellent long term durability; however, failure does occur in a small number of valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of regurgitation and stenosis. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.